Event description:
"Subject (B)(6) had their 2-year follow-up (B)(6) 2024 with imaging same-day. The core lab sent a notification of significant finding regarding a >5mm sac aneurysm enlargement as compared to 30-day follow-up. The core lab's assessment reflected a ~6mm increase. Pending site details." Patient outcome: "pending site details."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2024-00179, device 2 is being reported under MDR 2247858-2024-00180 and device 3 is being reported under MDR 2247858-2024-00181. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2024-00179, device 2 is being reported under MDR-2247858-2024-00180, and device 3 is being reported under MDR-2247858-2024-00181."

Event description:
"(B)(6) had their 2-year follow-up (B)(6) 2024 with imaging same-day. The core lab sent a notification of significant finding regarding a >5mm sac aneurysm enlargement as compared to 30-day follow-up. The core lab's assessment reflected a ~6mm increase. Additional information received on 07/24/2024: update 24jul2024: per the subject's 2-year follow-up on (B)(6) 2024, the aneurysm sac is slightly larger, but it is unclear whether this is related to the imaging modality itself or whether there is an underlying low-pressure endoleak. The core lab further specified that the endoleak appeared to be a type ii originating from the ima. On (B)(6) 2024, the pi re-reviewed the 2-year imaging and agreed with the core lab of the >5 sac aneurysm enlargement with the following statement "I can't see a type ii endoleak from the ima. Granted, it seems to be patent. But this could be via colic collaterals". The corresponding CT report also did not identify an endoleak. The pi's assessment of the lesion diameter was 69mm as compared to 2-year which was 74.5mm, therefore a ~5.5mm increase. As such, an ongoing adverse event was reported by the site. Update 25jul2024: aneurysm has now rupture. Update 08/02/2024: patient discharged home on (B)(6) 2024 - previous re-intervention update 19aug2024: the subject was admitted on (B)(6) 2024 after complaints of abdominal and scrotal pain. A CT from (B)(6) 2024 showed no definite findings of endoleak, but finding interval contained rupture posteriorly on the left and increasing size of the aneurysm, measuring 90mm. On (B)(6) 2024, the subject underwent an angio with coil embolization of the iliolumbar artery arising off the common iliac artery, using numerous ruby coils. There were no complications, and the operative note specified that the pre- and post-operative diagnosis was a type ii endoleak of aortic graft. On (B)(6) 2024, an additional CT post-intervention reflected no endoleaks, stable size of aneurysm sac, along with similar appears of the contained posterior rupture." "Patient outcome: no treatment indicated at this time that the subject will follow-up in one year with a repeated CT."